Manufacturer narrative:
Eval: no testing methods performed. No results available since no evaluation performed. Unable to confirm complaint. Device not returned.

Event description:
On (B)(6) 2018 a patient (pt) called to report a corneal ulcer os diagnosis about a month ago while wearing the 1-day acuvue moist brand contact lenses. Pt reports wearing the 1-day moist brand lenses for about 5 years. Pt was prescribed eye drops, but pt can't recall the medication name. Pt also discontinued lens wear for 2 weeks. On (B)(6) 2018 a call was placed to the pts treating eye care provider (ecp) and additional medical information was requested. On (B)(6) 2018 a call was placed to the pts ecp and additional medical information was provided. A representative reported that the pt was diagnosed with a "small" corneal ulcer os, located at 7-8 o'clock on (B)(6) 2018. Pt was prescribed vigamox 1 drop every hour for the first 24 hours, then taper to qid for 5 days. It was not noted if the corneal ulcer was infectious. Pt was seen for 3 follow-up visits and the ulcer resolved. Pt returned to contact lens wear on (B)(6) 2018. The representative reported that the pt wears lenses for 18 hours a day and does not have glasses. Pt was advised in 2007 to "wear contacts less" and the pt does not want to wear glasses. The lot number was unknown and the suspect lens was discarded. No additional medical information was provided and no additional medical information is expected. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.